Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Alexis james reported via email of customer's issues with high blood glucose levels. It was reported that the customer had issues with bloat and it pushed out the infusion set and gave the customer a blood glucose level of 1700mg/dl. It was reported that the customer's doctor no longer wanted the customer on the pump. No further information provided.